Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it measuring lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. During evaluation ventec observed that the device was measuring lower peep (positive end expiratory pressure) than set. There was no patient use associated with the reported issue.